Manufacturer narrative:
The field service engineer (fse) confirmed a drip only occurred after the shutdown cycle and was never present during normal operation while running patient samples. Several parts were replaced but the fse could not contain the leak. Per conversation with the customer, on (B)(6) 2013, the probe drip issue was resolved after they cleaned what appeared to be encrusted salt buildup from the probe wipe assembly. There has been no further leakage from the probe since they cleaned the probe wipe. The failure mode identified upon recur can cause erroneous results for all parameters due to inadequate probe wipe. (B)(4).

Event description:
The customer reported their act diff instrument was leaking a few drops of fluid from the probe only during shutdown. There was no biohazard exposure to mucous membranes or open wounds and no erroneous results were generated.